Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent. Literature article: levine la and hoch mp. Review of penile prosthesis reservoir: complications and presentation of a modified reservoir placement technique. J sex med 2012;9:2759-2769.

Event description:
It was reported that 3 months postoperatively, the patient had persistent discomfort in the inguinal area, particularly after prolonged sitting in his wheelchair. He then noted that by the end of his workday, his left lower extremity was edematous with pitting edema. During a physical exam the cylinders were in the proper location, as well as the pump, and the reservoir could not be palpated. A lower extremity duplex ultrasound was performed and demonstrated reduced venous flow when the prosthesis was deflated and was exacerbated when he was in a sitting position. The spherical reservoir was removed and replaced with a 100 cc conceal reservoir ectopically into a space deep into the rectus muscle. Six months following the revision surgery, the patient noted no subsequent lower extremity edema.